Event description:
The issue is with the combination of the vial-mate adaptor with 0.9% sodium chloride 50 ml bag and piperacillin and tazobactam 3.375 gram for injection single dose vial. After mixing the sodium chloride solution with the piperacillin and tazobactam dose in the vial, there are issues with appropriately emptying the drug in the vial into the IV bag with the full dose amount. The technique of replacing air in the bag with the mixed medication is not functioning as it should and so the medication vial (piperacillin and tazobactam 3.375 grams) still had drug remaining in the vial when it should all have been transferred into the IV 0.9% sodium chloride 50 ml bag. FDA safety report ID# (B)(4).